Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot#: v835130, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-jul-2014, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 06-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed infection around dbs system. Patient fell and hit his head causing the infection. The system was explanted.